Event description:
It was reported that when using the bd pyxis¿ anesthesia station es biometric identifier, multiple failures occurred, requiring a maintenance reboot in order to log on without a witness. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) arrived on site and found no failures. The first user attempted to replicate the issue but was unable to do so. The fse logged into the admin account, accessed the desktop, and ran biometric identifier (bio ID) tests through hardware test application with no failures. The back panel and bio ID cover were removed, and zip ties were loosened to prevent wire strain. The bio ID was unplugged, re initialized, and retested with the same successful results. All drivers, settings, and device manager entries were checked and found to be normal. The system functioned as intended after the field service engineer investigated the device.